Event description:
It was reported that a patient was on an intravenous (IV) hydromorphone, patient controlled administration (pca), when it was noticed that the cumulative dose and intake volume was above normal. The last cleared time per the pump machine was wrong. IV pca pump changed to another pump. There was no patient injury. The date on the pump was off and the inaccuracy volume was above 6 percent upon testing the pump twice.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number, UDI number) is unknown. No information has been provided to date.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).